Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor and electrode belt pulse delivery and ECG acquisition circuitry was fully functional.

Event description:
A us distributor reported that the patient had developed a skin irritation under the front therapy electrode pad which was reportedly jammed up under the patient's breast. The irritation was described as a deep red, painful, rash about the size of the patient's palm. A nurse reportedly recommended that the patient apply zinc oxide and nystatin to the affected area. Follow-up indicated that the irritation had not improved but the patient continued to be under medical care. The patient also reported a "strange feeling" in her back while wearing the lifevest. The patient described the feeling as static and her nerves as jumping/twitching and that at times the feeling made her "sick to her stomach". There is no indication that the patient received medical intervention for the reported discomfort on her back. Follow-up indicated that the patient was no longer feeling the twitching/static on her back following the replacement of her equipment.